Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer's wife alleges at the airport while crossing a threshold the chair allegedly came to a complete stop and threw her husband from the chair.